Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant result. Customer communicated a symptomatic patient tested positive for both sars & flu b. Customer is questioning the patient being dual positive. No confirmation testing was performed.